Event description:
It was reported that revision surgery was performed due to fluid around the hip and a metal allergy. The patient's problems reportedly started when he had his teeth cleaned 2 years ago.

Event description:
It was reported that revision surgery will be performed. The reason for the revision is unknown.